Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 37-year-old female patient who had essure (ess205) (batch no. 621806) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroids and back injury. Concurrent conditions included adenomyosis, leiomyoma nos, paratubal cyst and pelvic adhesions. Concomitant products included medroxyprogesterone acetate (depoprovera) from (B)(6) 2007 to (B)(6) 2007 for contraception as well as nsaids since (B)(6) 2007 and paracetamol (acetaminophen) since (B)(6) 2007. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2007, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted as essure insertion date: (B)(6) 2007. Current weight 142 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Pregnancy test - on (B)(6) 2007: pregnancy test negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received: new event abdominal pain was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 37-year-old female patient who had essure (ess205) (batch no. 621806) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroids and back injury. Concurrent conditions included adenomyosis, leiomyoma nos, paratubal cyst and pelvic adhesions. Concomitant products included medroxyprogesterone acetate (depoprovera) from (B)(6) 2007 to (B)(6) 2007 for contraception as well as nsaids since (B)(6) 2007 and paracetamol (acetaminophen) since (B)(6) 2007. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines / headaches"), nausea ("nausea") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and migraine had resolved and the depression, anxiety, abdominal pain, nausea and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, depression, fatigue, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted as essure insertion date: (B)(6) 2007. Current weight 142 lbs. Current weight 160 lbs discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.633 kgs. Hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Pregnancy test - on (B)(6) 2007: pregnancy test negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 37-year-old female patient who had essure (ess205) (batch no. 621806) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroids and back injury. Concurrent conditions included adenomyosis, leiomyoma nos, paratubal cyst and pelvic adhesions. Concomitant products included medroxyprogesterone acetate (depoprovera) from (B)(6) 2007 for contraception as well as nsaids since (B)(6) 2007 and paracetamol (acetaminophen) since (B)(6) 2007. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines / headaches"), nausea ("nausea") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and migraine had resolved and the depression, anxiety, abdominal pain, nausea and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, depression, fatigue, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted as essure insertion date: (B)(6) 2007. Current weight 142 lbs. Current weight 160 lbs. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.633 kgs. Hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Pregnancy test - on (B)(6) 2007: pregnancy test negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: plaintiff fact sheet received. Events added from pfs- migraines / headaches, nausea, fatigue. Outcome of event pelvic pain, menorrhagia, vaginal haemorrhage were updated. Aka name were added. Onset date of event depression, anxiety were updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a (B)(6) female patient who had essure (ess205) (batch no. 621806) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroids and back injury. Concurrent conditions included adenomyosis, leiomyoma, paratubal cyst and pelvic adhesions. Concomitant products included medroxyprogesterone acetate (depoprovera) from (B)(6) 2007 to (B)(6) 2007 for contraception as well as nsaids since (B)(6) 2007 and paracetamol (acetaminophen) since (B)(6) 2007. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2007, the patient experienced depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted as essure insertion date: (B)(6) 2007. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: the essure device was successfully occluded. Pregnancy test on (B)(6) 2007: pregnancy test negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Case becomes an incident. New events added: abnormal bleeding (vaginal), menorrhagia, depression, mental anguish. Concomitant drugs, concomitant conditions, reporters and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.